Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient recently had an MRI (magnetic resonance imaging). The logs were read but the motor stall recovery had not occurred and it had been more than two hours since the patient exited the MRI field. It was related that the hcp had called the manufacturer's representative and stated that the patient had an MRI 20 hours ago and the pump was still showing as stalled. The likelihood for telemetry state was reviewed and it was explained that it was impossible to know if the pump was still stalled or if it was a delayed log until reading it a second time about 20 minutes later. It was further explained that if it was a delayed log the time stamp would be around the time they read the pump, and not when it actually recovered shortly after the MRI. If it was still stalled, the pump would start alarming and continue until recovered. It was indicated that the manufacturer's representative had no patient information at this point. The date of the event was (B)(6) 2017. No symptoms or complications were reported. Additional information was received from a manufacturer's representative on 2017-aug-28. It was reported that no patient or any other information was given from the hcp. It was noted that the hcp stated after making a therapy change, the motor stall did recover. It was indicated that the manufacturer's representative had no other information on this and was not present for the situation. No symptoms or complications were reported.